Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected field: g2. Additional information: event site postal code: (B)(6). A getinge field service engineer(fse) evaluated the unit and found that the compressor 5000h maintenance kit was severely worn. The compressor 5000h maintenance kit was replaced. The startup test equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine pre-device inspection, the cs100 intra-aortic balloon pump (iabp) test of iabp startup, the balloon counterpulsation pressure had a loop leak. There was no patient involvement.